Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support to request assistance with how to program basic settings. During troubleshooting with fresenius technical support the patient was advised to change flow alert option to "yes" and the patient declined noting they "liked" the flow alert option setting on "no". While on the call the patient reported a fluid leak was observed in the pump module area and treatment was cancelled. The patient reported receiving an m31 air detected in cassette alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient contacted technical support to request assistance with how to program basic settings. During troubleshooting with fresenius technical support the patient was advised to change flow alert option to "yes" and the patient declined noting they "liked" the flow alert option setting on "no". While on the call the patient reported a fluid leak was observed in the pump module area and treatment was cancelled. The patient reported receiving an m31 air detected in cassette alarm during an unknown phase of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Correction: MFR 8030665-2022-01162 was sent to ensure timely submission after this MFR 8030665-2022-01062 report received a delayed status. All information will submitted in 8030665-2022-01162, therefore this report MFR 8030665-2022-01062 will be considered a duplicate and no further supplements will be sent.